Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump arrived with a damaged display screen that was depressed such that the begin button could not be selected, and the device was not usable for setup. Symptoms included no alarms or alerts and no clinical effects. Outcomes included the need for device replacement and user training on a functioning device. Investigation included a product evaluation determination based on the reported condition and logistics review. Investigation of this case revealed a broken or cracked screen consistent with physical damage to the display assembly, which rendered the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device screen prior to or during handling.